Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on after several battery changes and the cap was still intact. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch.